Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-02, information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient told another nurse, that the battery was dead, they tried to plug it in to charge and saw a poor communication message and believed there was a wiring issue which was preventing it from working. The hcp reported that the patient told her that the recharger was not saying it¿s (the ins) was dead, but that it shows a ¿poor communication¿ screen. The hcp later reported that the recharger screen showed a speaker with a squiggly line. The hcp reported that the patient pushed all the buttons on the recharger and nothing changed from the speaker screen. The hcp was not with the patient and couldn¿t attempt charging. The hcp suspected that the ins was in overdischarge after the call. Additional information was received from a consumer regarding the patient. It was reported that the recharger and patient programmer (pp) wouldn¿t connect to the ins with or without the antenna. The patient last recharged about a month ago. The patient tried to charge 2 days prior to the report but couldn¿t. No further complications were reported. On 2018-07-05, additional information was received from the manufacturer representative (rep) stating an overdischarge was alleged. They reported that they met with the patient today to run a physician mode recharge. The rep stated that they used an antenna locate feature to get the ins to communicate with the recharger and had been charging for about two hours, but the ins had not reached 25 percent yet. The reason for the call was because the patient thought there may have been a previous overdischarge after a car accident two to three years ago. The patient was not certain if the ins had been in overdischarge at the time so the rep wanted to determine if there were any instances reported. The rep stated that the reason the patient was in overdischarge was because they did not have the recharger with them in jail. They stated that the patient weighed about (B)(6). The rep stated they would continue to recharge with the patient. No symptoms were reported. It was asked but was unknown when the patient¿s current overdischarge occurred, but they stated the patient got the recharger/programmer in prison one to two days ago and had been in prison for two to three weeks. The rep did not know when the patient first noticed that they could not communicate. The event date of the previous overdischarged was also asked but was unknown. The rep stated the patient was not sure that there was a previous overdischarge, but it may have been two to three years ago. The rep called back later the same day reporting that they had been recharging for approximately three hours without the ins battery level moving from discharge. While going to the recharger statistics the rep reported that the antenna locate (al) feature showed a fully charged ins, however, when recharging normally it showed a discharged ins battery. The recharger statistics indicated 3.605 as the ending recharge voltage. The short period of time recharging the battery the voltage did increase from 3.560. All recharger stats showed (B)(6) 2000 since the rep attempted multiple recharges. It was reported that they performed an ins reset. It was discussed to have the rep recharge and check the battery level after 30 minutes to see if any changes after resetting (quick pmr -physician mode recharge). The rep called a little a later, 30 minutes following a charging session to check the battery voltage charge voltage change following a short pmr. The rep pulled the recharger stats for the most recent session and 1 previous session. Session 0 showed battery going from 3.380v to 3.610v in 32 minutes with 8 coupling bars. The concerning thing was the battery voltage dropping from 3.605v to 3.380 between sessions. The following is data from the recharger: 0 030100 0 0 33.4 0 32 0 02:10:47 8 84 33.2 3.380 3.610 1 030100 1 0 33.3 1 1 0 02:06:07 8 157 33.3 3.560 3.605 technical services discussed with the rep that the ins battery appeared to be damaged that it just could not take a charge even though they were seeing eight coupling bars and have been charging for over three to four hours. The rep stated they would discuss the next steps. The rep stated the patient hadn¿t charged in over three plus weeks due to current living arrangements (prison). It was unknown if there were previous overdischarge events that could have attributed to this issue. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating an overdischarge was alleged. They reported that they met with the patient today to run a physician mode recharge. The rep stated that they used an antenna locate feature to get the ins to communicate with the recharger and had been charging for about two hours, but the ins had not reached 25 percent yet. The reason for the call was because the patient thought there may have been a previous overdischarge after a car accident two to three years ago. The patient was not certain if the ins had been in overdischarge at the time so the rep wanted to determine if there were any instances reported. The rep stated that the reason the patient was in overdischarge was because they did not have the recharge with them in jail. They stated that the patient weighed about 260 pounds. The rep stated they would continue to recharge with the patient. No symptoms were reported. It was asked but was unknown when the patient¿s current overdischarge occurred, but they stated the patient got the recharger/programmer in prison one to two days ago and had been in prison for two to three weeks. The rep did not know when the patient first noticed that they could not communicate. The event date of the previous overdischarged was also asked but was unknown. The rep stated the patient was not sure that there was a previous overdischarge, but it may have been two to three years ago. The rep called back later the same day reporting that they had been recharging for approximately three hours without the ins battery level moving from discharge. While going to the recharger statistics the rep reported that the antenna locate (al) feature showed a fully charged ins, however, when recharging normally it showed a discharged ins battery. The recharger statistics indicated 3.605 as the ending recharge voltage. The short period of time recharging the battery the voltage did increase from 3.560. All recharger stats showed 03-01-00 since the rep attempted multiple recharges. It was reported that they performed an ins reset. It was discussed to have the rep recharge and check the battery level after 30 minutes to see if any changes after resetting (quick pmr -physician mode recharge). The rep called a little a later, 30 minutes following a charging session to check the battery voltage charge voltage change following a short pmr. The rep pulled the recharger stats for the most recent session and 1 previous session. Session 0 showed battery going from 3.380v to 3.610v in 32 minutes with 8 coupling bars. The concerning thing was the battery voltage dropping from 3.605v to 3.380 between sessions. The following is data from the recharger: 0 030100 0 0 33.4 0 32 0 02:10:47 8 84 33.2 3.380 3.610 1 030100 1 0 33.3 1 1 0 02:06:07 8 157 33.3 3.560 3.605 technical services discussed with the rep that the ins battery appeared to be damaged that it just could not take a charge even though they were seeing eight coupling bars and have been charging for over three to four hours. The rep stated they would discuss the next steps. The rep stated the patient hadn¿t charged in over three plus weeks due to current living arrangements (prison). It was unknown if there were previous overdischarge events that could have attributed to this issue. No further complications were reported/anticipated. 2018-07-09 e1 (rep): additional information was received from a manufacturer¿s representative (rep). The rep reported that the actions taken to resolve the battery being damaged was that they troubleshot charging issues with the patient and technical services on 2018-07-05. The rep reported that the issues weren¿t resolved as the neurostimulator (ins) would need to be replaced. The rep reported that it was unknown when or how that would happen as the patient was currently incarcerated and unknown when they would be released. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.